Event description:
During removal of filterwire guidewire from carotid artery, physician felt resistance and filter loop/bag became detached from guidewire. All efforts to remove the filter loop/bag component from the artery failed. The filter loop/bag component migrated to the middle cerebral artery and remains there. Pt was not taken to surgery. Remainder of device was not returned for eval.